Manufacturer narrative:
Reported event was confirmed by review of revision operative notes. Revision operative notes states the bilateral patient underwent left hip revision surgery due to significant metallic debris and necrotic tissue that had to be debrided. During the revision, a large amount of colored fluid was expressed from the hip joint. Surgeon noticed that the abductors had come off of the anterior femur and been replaced with necrotic pseudotumor. The surgeon thoroughly debrided all this necrotic tissue back to viable tissue. The femoral head from the stem was removed. There was a fair amount of corrosion on the trunnion noted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report noted significant metallic debris and necrotic tissue which had to be debrided. During the revision, a large amount of dishwater-colored fluid was expressed from the hip joint. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Pn# 139258 ln# 196270 m2a-magnum 42-50m tpr insrt +3 this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-201-00108, 00110, 00240, 00241).

Event description:
Patient¿s left hip was revised approximately nine years post-implantation due to elevated metal ion levels. The cup and head were removed.